Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The phenomenon reported by the user was not confirmed. The device has not been repaired in the last year. Based on the device inspection result, there is a possibility that the examination lamp did not light and the emergency lamp lit up due to a failure of the converter (internal power supply). The converter may have failed due to deterioration or wear of internal power supply components due to long-term use, because five years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for inspection, the emergency lamp was lit up. The device was used in combination with the olympus video system center cv-190. The user was unable to complete the intended procedure. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the xenon lamp was not lit up due to a converter failure.